Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing, visual inspection, and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-95387 it was reported that the patient presented in clinic for follow up. Device interrogation revealed noise on both right ventricular (rv) and right atrial (ra) lead. No other electrical issues were observed. The leads were explanted and replaced. The patient was in stable condition throughout.